Manufacturer narrative:
Several attempts were made to contact the account for resolution without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed has a mechanical drift down. He has sprayed degreaser and still drifts.